Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. The fse calibrated the helium transducer, completed preventative maintenance (pm), and performed full calibration and functional testing. The unit passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) was receiving incorrect helium reading(s). There was no patient involvement, thus no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5.